Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 22.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017, because of a myopic issue and the visual outcome was not achieved. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was the same model, but different diopter of 20.0. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/23/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection at 12x microscope magnification was performed and it can be seen that the product is damaged and incomplete, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.